Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had to frequently charge the ipg. It was believed that the ipg was tilted forward. Database analysis revealed that the patient regularly had poor charger-to-ipg coupling and the charger thermistor was triggered often. The device appeared to be working as expected. The patient was recommended for an ipg revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had to frequently charge the ipg. It was believed that the ipg was tilted forward. Database analysis revealed that the patient regularly had poor charger-to-ipg coupling and the charger thermistor was triggered often. The device appeared to be working as expected. The patient was recommended for an ipg revision procedure. No device malfunction was suspected.